Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Last name: unknown, information not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional investigation requests (ir) for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported improperly loaded. Lens was not deployed in the right position, trailing haptic was wrongly positioned and was twisted on the opposite side. Surgeon loaded the lens through another cartridge. Surgeon was missing provisc during surgeries and the nurses were preloading the lenses with viscoat. Nurse explained doctor decided to enlarge the wound following the inadequate deployed lens. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.